Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. The device failed a self-test due to a low battery on the (B)(6) 2015. An increase in voltage on the (B)(6) 2015 suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of under 1 minute duration were observed in the device memory between the (B)(6) 2016. The manual power ups may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening to switch the device off via the on/off button. Investigation was unable to replicate the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.